Event description:
It was reported that a 68-year-old female patient underwent revision breast augmentation with a 225cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2024, mentor became aware that the impacted serial number is (B)(6) field d4 has been updated on this form. Mentor was also made aware that the replacement devices used were catalog number 3502504bc; serial number (B)(6) on the left side, and catalog number 3502504bc; serial number (B)(6) on the right side on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 16, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).